Manufacturer narrative:
The returned product was evaluated and the cannula was found to have a kink. There were no indications that fluid delivery was obstructed such as increased pulse widths in the data download. The fluid path was found to be intact and the user did not report an insulin leak. The location of the kink lined up with the edge of the cannula viewing window. As a result the kink is considered to have happened post-use. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 22 mmol/l (396 mg/dl) and that the cannula was bent. The patient gave two correctional boluses of insulin (exact dosage was not provided) but was not able to lower her bg. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated by patient activating new pod.